Manufacturer narrative:
It was reported that the male luer of the max plus set was leaking. One sample model mp5303-c, lot 23069247 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water while being attached to an unknown blunt needle. The set was then capped off and an air under water pressure test was done at about 10 psi. No observation of leak or air bubbles. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mp5303-c lot number 23069247 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was leaking the following information was received by the initial reporter with the following verbatim : issue: used this to connect to port needle at connection it is leaking. 1 event of leaking multiple occurences. Doe: (B)(6) 2024 and unknown. Pt: harm none.